Event description:
The customer contact reported air in the tubing distal to the burette. The set was infusing lactated ringer's solution in the post anesthesia care unit (pacu). Approximately an hour after the infusion was initiated, the pacu nurse noted the burette was empty. The valve in the burette was reportedly open and air was noted in the tubing 12 to 15 inches distal to the burette. The nurse clamped the tubing and the therapy was discontinued. There were required. Though requested, no additional info was provided.